Event description:
During service the baxter repair technician reported depleted batteries, alarm threshold at "0". The hospital representative stated that there have been no reports of patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The battery alarm threshold was greater than 0. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.